Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'minimally invasive transpedicular dorsal stabilization of the thoracolumbar and lumbar spine using the minimal access non-traumatic insertion system (mantis): preliminary clinical results in 52 patients' in the journal of neurological surgery part a: central european neurosurgery 2012;73: 369-376, was reviewed. The minimally invasive percutaneous transpedicular stabilization technique was performed in 52 patients with thoracolumbar and lumbar spinal diseases from february 2009 to august 2010. The average age of 25 male and 27 female patients was 60 years (range 15 to 81 years). Visual analog scale (vas) was used for pre- and postoperative evaluation of pain. All patients were implanted with mantis pedicle screw systems. An additional interbody fusion was necessary in 26 patients due to degenerative motion spondylolisthesis; either stryker plif titanium cages (30 mm x 9 mm x 0 degree) or stryker peek tlif cages (30 mm x 10 to 11 mm x 0 degree) were placed. All patients showed pain improvement after surgery. This report captures ten instances of misplaced screws; seven which were classed as minor and three which were classed as severe by the operating physician. None of the patients had symptoms caused by the screw misplacement.

Event description:
The article 'minimally invasive transpedicular dorsal stabilization of the thoracolumbar and lumbar spine using the minimal access non-traumatic insertion system (mantis): preliminary clinical results in 52 patients' in the journal of neurological surgery part a: central european neurosurgery 2012;73: 369-376, was reviewed. The minimally invasive percutaneous transpedicular stabilization technique was performed in (B)(4) patients with thoracolumbar and lumbar spinal diseases from (B)(6) 2009 to (B)(6) 2010. The average age of (B)(4) patients was 60 years (range 15 to 81 years). Visual analog scale (vas) was used for pre- and postoperative evaluation of pain. All patients were implanted with mantis pedicle screw systems. An additional interbody fusion was necessary in (B)(4) patients due to degenerative motion spondylolisthesis; either stryker plif titanium cages (30 mm x 9 mm x 0 degree) or stryker peek tlif cages (30 mm x 10 to 11 mm x 0 degree) were placed. All patients showed pain improvement after surgery. This report captures ten instances of misplaced screws; seven which were classed as minor and three which were classed as severe by the operating physician. None of the patients had symptoms caused by the screw misplacement.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.